Event description:
Additional information was reported that the patient saw her physician and her concerns were resolved.

Event description:
The patient experienced intermittent stimulation, a sensation of electricity going through her body and loss of therapeutic effect when the stimulation was turned on. These issues started following a fall on her right side on (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
Extension model 748251 serial # (B)(4), implanted: (B)(6) 2003; programmer model 7438, serial # (B)(4); lead model 3387s-40, lot # unknown; lead model 3387-40, lot # j0309448v, implanted: (B)(6) 2003, extension model 748251, serial # (B)(4), implanted: (B)(6) 2003; ins model 7426, serial # (B)(4), implanted: (B)(6) 2010.